Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleged memory loss and nasal/throat irritation or soreness while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 23, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged memory loss and nasal/throat irritation or soreness related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the device externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert, unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. They also observed a foreign object in the blower box not consistent with anything in the airpath, liquid ingress was observed on the blower, blower box, p4 power connector, a contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and there was evidence of sound abatement foam degradation. They did observe dust/dirt contamination in the airpath, likely from a source external to the device.